Manufacturer narrative:
B5: intervention added b7: relevant medical history added h6: impact code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up appointment, transesophageal echocardiogram revealed a likely thrombus on the side of the closure device. The closure device was stable and showed no leak. It was further reported that the patient was started on eliquis in response to this event.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up appointment, transesophageal echocardiogram revealed a likely thrombus on the side of the closure device. The closure device was stable and showed no leak.